Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#3006705815-2018-01879. It was reported the patient experienced swelling and soreness on the right side of their abdomen and back area. Reportedly, a CT scan was ordered and the patient advised to turn stimulation off. Follow-up identified the patient presented to the ER due to the issue still persists. Subsequently, the patient was admitted to the hospital for approximately 10 days. The patient was diagnosed with a bowel blockage.